Event description:
The customer reported the ventilator was alarming on power up due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the device powered up but the blower stopped spinning and it went vent inop as reported. The fse reported the problem is intermittent and the device is opened for evaluation there was no problem found. The fse replaced the air flow sensor and cable as a precaution to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Air flow sensor.